Event description:
The customer reported that the ac power module failed.

Manufacturer narrative:
The customer reported that the ac power module failed. The customer had evaluated the device and localized the issue to a failed ac power module. Replacing the power module resolved the issue.